Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with a robotic assisted laparoscopic supracervical hysterectomy, rectocele repair, and a cystoscopy. It was reported that following insertion/ hysterectomy the patient experienced vaginal vault prolapse and had a sacral colcopexy, lysis of adhesions, and a cystoscopy on (B)(6) 2009. It was reported that the patient underwent a laparoscopic cholecystectomy in (B)(6) 2010. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, uterine prolapse, a rectocele, and uterine fibroids. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and organ perforation. It was reported that on (B)(6) 2011 the patient underwent excision of mesh, repair of cystotomy, and removal of pollack stents due to vaginal mesh erosion. It was further reported that on (B)(6) 2011 the patient underwent cystoscopy, removal of stents, and bilateral retrograde pyelograms. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2009 and restorelle was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.